Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the sentinel cerebral protection system (cps), part # cms15-10c, batch # 0036600663. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: the sentinel cps was returned for analysis. Analysis identified the distal filter to be detached. Additionally, analysis identified both front handle hypotube and proximal sheath to be kinked, distal filter slider #3 detached, and the inner member detached and buckled. Investigation conclusion: bsc has assigned an investigation conclusion code of adverse event related to procedure. The reported and observed damages can be attributed to excessive force and/or handling/technique while manipulating the device.

Event description:
It was reported that distal tip of device was damaged. A sentinel cerebral protection system (cps) was selected for use in a procedure. During the procedure the distal tip was damaged, and it did not operate well when manipulated. The device was received for analysis, and the distal filter was observed to be detached, the front handle hypotube and proximal sheath were kinked, the distal filter slider #3 was detached, and the inner member was detached and buckled.